Event description:
The patient reported the dentist has advised stopping use of byte aligners completely, including the retainers, due to concerns about a decline in my oral health and indicated byte should have done a more comprehensive oral health evaluation before starting treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.